Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking event on (B)(6) 2026. The patient states that the tape started lifting on the infusion set. No further information available.